Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had unresponsive buttons on the insulin pump. Customer stated that the issue occurred during a bolus does and there was also a possible button error alarm. There was no memory of the pump being hit or exposed to moisture. A replacement pump was arranged to be sent out and for the pump to be returned.